Event description:
Patient was revised to address clunking noise and pain. Chromium serum level was 14.3 and cobalt serum was 19.0 as of 5-4-12. Metallosis was present in the acetabular capsule, and there was white pus-like substance behind the metal liner.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a; rev. C. X-rays were obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address clunking noise and pain. Chromium serum level was 14.3 and cobalt serum was 19.0 as of (B)(6) 2012. Metallosis was present in the acetabular capsule, and there was white pus-like substance behind the metal liner. Update 2/6/2017: pfs and medical records received. After review of the medical records for MDR reportability, the medical records indicated metallosis, pain, clicking sensation, clunking, and fibrinous debris. Lab levels confirmed the elevated metal ion levels. The stem is being added to the complaint. The doi was also provided.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.